Event description:
It was reported that during application of energy for radiofrequency ablation (rfa) of the atrioventricular node, noise reversion pacing was noted. After energy delivery was stopped, loss of ventricular capture occurred. Upon interrogation of the pacing lead, high threshold was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that electrical resistance and cross continuity test results were within specification. (B)(4).